Event description:
When performing a routine endoscopic carpal tunnel release with the microaire ectr smartrelease system, I noted after insertion of the product that the blade was not fully enclosed in the sheath as designed causing a subtle cut of the transverse carpal ligament (the ligament that was planned to be fully cut for the procedure) that was unanticipated and unintended. The release was completed in a careful and modified fashion to fully release the ligament. There was no identifiable harm or unintended consequences of this anomaly to the patient. The surgery was otherwise completed as intended. The event was documented and disclosed to the patient and his family member. The microaire ectr system uses a disposable blade that allows for minimally invasive release of the transverse carpal ligament to treat carpal tunnel syndrome. As part of the standard technique, following an initial surgical approach, the blade assembly is inserted into the carpal canal. Typically, the blade is well contained within the sheath of the device to allow visualization and exploration of the carpal canal prior to initiating the release. Only when the surgeon has verified that there is a clear path to release of the transverse carpal ligament and that the nerve is well protected is the trigger on the handpiece activated and the blade deployed. In this case, the blade was slightly above the plastic sheath in its undeployed state causing the blade to score the transverse carpal ligament on insertion of the device. This was unanticipated and unintended. This could have potentially caused patient harm if sensitive tissue (such as the nerve) had been in the path of the device on insertion. The patient is a 78-year-old male who presents for follow-up evaluation of bilateral hand numbness and tingling. The patient states he continues to have symptoms predominantly in his thumb, index and middle fingers. He has dense numbness on the right and significant positional symptoms on the left that awaken him from sleep. He has been using bilateral nighttime splints which he states has helped, particularly on the left, however he continues to have fairly dense numbness on the right.